Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and manufacturing representative regarding a patient receiving intrathecal morphine 5mg/ml at 0.3006mg/day, (personal therapy manager x1 dose 0.3mg per day). Indications for use were non-malignant pain and chronic low back pain. The diagnosis was chronic pain syndrome. No information was available on diagnosis at the time of abscess. The patient experienced infection symptoms. The patient developed a spinal epidural abscess, and the system was removed in (B)(6) 2014. The patient had a medical history of multiple myeloma, (B)(6), fbss, chronic lung dysfunction, lumber stenosis. Diagnostics performed and the cause of the issue were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.